Event description:
The complainant alleged while attempting to defibrillate a pt (age and gender unknown), the device would not discharge using hard free electrodes. However the complainant indicated that they were able to discharge the device using paddles. The complainant indicated that there was no adverse effect to the pt as a result of the report malfunction.